Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving dilaudid via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On 25-aug-2017 it was reported that at implant in (B)(6) 2017 the drug in the pump was switched from baclofen to dilaudid. Today, the patient went from the ed (emergency department) to the cath lab and was now in the ICU (intensive care unit). The patient was sedated and on a vent. The symptoms had come on suddenly. The hcp was questioning if the pump was turned off. They were supporting the patient¿s blood pressure and the patient had also had an MRI. The patient¿s family was emotional per the hcp. The doctor ordered a fentanyl drip with the intrathecal dilaudid in the pump and the reporter was concerned about an overdose if she did that. There were no audible pump alarms heard, but they did not have access to a physician programmer and had not contacted the patient¿s pump managing physician. No further patient complications have been reported as a result of this event.